Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 10, 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, it was observed that the prolieve catheter was unable to maintain continuous dilation of the urethra, as it appeared the catheter was leaking. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complication were reported as a result of this event. The pt's condition was reported as "fine".